Manufacturer narrative:
Investigation on-site was performed by our field service engineer (fse) and the reported expiratory channel printed-circuit board (pcb) was replaced and returned for investigation. The returned pcb was found faultless during simulated use testing in a reference ventilator. Evaluation of the received device logs showed that a technical error was generated on (B)(6) 2016. This error indicated a communication error or an expiratory channel pcb failure during startup. The root cause for the generated technical error cannot be determined since the problem could not be reproduced during the investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator had a defective expiratory channel printed-circuit board (pcb). It is unknown whether there was a patient involved at this time. (B)(4).